Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided. The healthcare provider indicates that the cause of the ipg moving is still unclear. The issue has been monitored, and the patient was referred to their surgeon for further review. It's unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was initially reported that a patient experienced difficulty charging a deep brain stimulation implantable pulse generator (ipg) following an initial implant procedure. The patient was unable to feel the implant and reported poor connection or coupling when attempting to charge the device, with loss of connection occurring during charging attempts. The issue was not resolved through troubleshooting, which included reviewing the use of the handset, communicator, and recharger, walking the patient through starting a recharging session, repositioning the recharger on the implant with and without a drape, and powering off the communicator during charging. The patient continued to see a poor coupling screen and was unable to achieve a consistent connection, despite previously having excellent connection during the first two charging sessions after returning home from the hospital. The patient denied any trauma to the implant site or falls. The patient was redirected to their healthcare provider for further evaluation and management. No patient complications have been reported as a result of this event. At a later date, the patient called back and repeated information regarding difficulty charging the ins. The patient mentioned that a manufacturer representative (rep) helped them after speaking with agent and the charging got better, but then they started having a lot of problems charging again. The patient said it took them about an hour to charge the ins the other night. The patient met with an hcp who also had difficulty charging the ins. The hcp noticed that the ins had moved to the right a little bit toward the patient's armpit. The hcp gave the patient some charging tips, which included holding the wr in place firmly using a sports bra. The patient said they will use the tips their hcp suggested to see if that improves their charging experience. The patient mentioned that they are still in the healing process from the ins surgeries.